Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 35.0mmol/l. It was stated that the insulin pump alarmed motor error, and the tubing was kinked, but the device did not alarm no delivery. The event leading to customer's admission was ear infection. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement and self tests and they passed. Advised the caller that the insulin pump was functioning as intended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.